Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).

Event description:
A technical director reported a system message displayed which could not be cleared during surgery. The case was completed using an alternate system. There was no harm to the pt.